Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set tubing detachment from the hub on (B)(6) 2024. The was used for less than 1 hour before it detached. To resolved the issue the set was replaced and insulin was resumed. No further information available.